Manufacturer narrative:
(B)(4) reported event of tip detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned device revealed that the pebax tip was damaged, exposing the tip of the corewire. The corewire was not fractured, the ptfe jacket did not present any anomaly and the diameter of the guidewire was found to be within specification. It is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire tip damaged, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a papillotomy procedure on (B)(6), 2011. According to the complainant, during the procedure the tip of the guidewire detached. The tip was unable to be recovered from the duodenum. The procedure was completed with another jagwire with no patient complications. The patient's condition had been reported as stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a papillotomy procedure on (B)(6) 2011. According to the complainant, during the procedure the tip of the guidewire detached. The tip was unable to be recovered from the duodenum. The procedure was completed with another jagwire with no patient complications. The patient's condition had been reported as stable.